Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of her daughter that one tampon pledget fell apart upon removal.